Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer had disconnected from the t: lock, and had filled the cartridge with cold off label insulin. Technical support educated caller that disconnecting at t: lock may introduce air into the line, and to ensure insulin is at room temperature when filling cartridge. Customer acknowledged and understood. The customer went to the emergency room and was admitted to the intensive care unit with high ketones and a blood glucose (bg) level of 500 mg/dl. Customer was treated with IV fluids of saline and insulin to address bg. Customer was discharged on (B)(6) 2025 with no permanent damage.